Event description:
It was reported that the customer experienced an issue with the prograsp forceps instrument. It is unknown if a fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found grip pins on the distal end are visibly missing. The missing pins are not returned with the instrument. This causes the jaws to move uncontrollably. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.